Manufacturer narrative:
The correct implant date is (B)(6) 2017.

Event description:
It was reported that the patient presented in the operating room for a scheduled generator replacement. After the procedure, the patient developed chest pain. Echocardiogram revealed pericardial effusion. Right atrial perforation was discovered while draining the pericardial sac. The physician repaired the laceration and the lead was left in place. Patient was stable throughout the procedure and will continue to be monitored.

Manufacturer narrative:
The correct implant date is (B)(6) 2017. The awareness date of the first supplemental follow up was 6/19/2017.